Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device change out, this right ventricular (rv) lead exhibited high out of range pace and shock impedances when connected to the new device. No out of range impedances were observed prior to the change out. The impedance values were greater than 3000 ohms when the lead was tested via pacing system analyzer. The rv lead was surgically abandoned and replaced. A fluoroscopy was performed and no damage was visible. No additional adverse patient effects were reported.